Manufacturer narrative:
This report is submitted on march 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2015 due to infection at implant site. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 05, 2017.